Event description:
The clinician reports the implant was inserted on (B)(6) 2021 in ada 19. On (B)(6) 2023, loss of osseointegration was verified. No product was returned to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.